Manufacturer narrative:
The failure investigation has been completed and the alleged fill estimate issue was verified. Based on the analysis, the alleged occlusion issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded a new cartridge successfully, and received an accurate fill estimate. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose level was 191 mg/dl.